Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 with driveline exit site drainage that was cultured and grew pseudomonas. Cipro (ciprofloxacin) was taken at home. On (B)(6) 2024 the patient presented with driveline exit site pain and drainage to the emergency department. The drainage was cultured again, and pseudomonas grew. On (B)(6) 2024 the patient was discharged on cipro. On (B)(6) 2024 the patient complained that the driveline drainage was not improving, and pseudomonas was resistant to the cipro antibiotic. The patient was readmitted on (B)(6) 2024 and treated with zosyn (piperacillin/tazobactam) inpatient and discharged home on (B)(6) 2024 with zosyn until (B)(6) 2024 the patient got into a car accident and was admitted for worsening drainage at the driveline exit site. The cultures grew pseudomonas, and the patient was switched to cefapine antibiotic to be continued at home through (B)(6) 2024. Irrigation and debridement were performed by the surgeon on (B)(6) 2024. The treatment led to improved pain and resolution of drainage at the driveline exit site. The patient was discharged home on (B)(6) 2024 and would continue to monitor outpatient on chronic antibiotic. The patient would be seen next in clinic on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements no further information was provided. The manufacturer is closing the file on this event.